Event description:
A healthcare worker complained of burning sensation and skin discoloration on the hand upon removal of a load from a completed cycle. The worker went to the ER and was prescribed a cream to creat burns. The symptoms resolved within a couple of days.